Event description:
As reported the introducer tool used to afix the lead to the heart would not release the lead. While manually trying to separate the tool from the lead the physician pulled the lead free; this damaged the tissue. There was no action taken to repair the damaged tissue. A new lead and introducer tool was used to successfully complete the procedure.

Manufacturer narrative:
The device was returned: two (2) introducers and one (1) lead were returned for evaluation. The testing performed was a hipot test, dc resistance, the lead length, the connector pin length, the large boot outer diameter, the helix height, microscopic evaluation found no defects, latching and unlatching of the introducers for 5 consecutive times; all testing performed met specification. All records indicate the device met specification prior to leaving greatbatch. Risk documentation was also reviewed, however, no conclusions could be drawn since the returned lead and two introducers met specification. A root cause is not able to be determined at this time, no malfunction could be confirmed form the device analysis and review of the manufacturing records did not reveal any discrepancies.